Manufacturer narrative:
Unknown taper. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "About two years ago after getting an adjustment the doctor realized the band was empty of fluid. Every time [the patient] goes in for adjustments the band ends up emptying." The treating physician performed a test to confirm the event. Device remains implanted.

Manufacturer narrative:
Unknown taper.

Manufacturer narrative:
Strain relief. Supplement #2 - medwatch sent to the FDA on 26/dec/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted only the rapidport ez was received with the strain relief missing. The port tubing was noted to be separated approximately 4 inches from the port base. Needle marks were noted on the port septum. A port leak test was performed and leakage was observed from the opening on the port tubing, approximately 1 inch from the port base. A fill inspection test was performed and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the port tubing, separate approximately 3.2 inches past the port base, was noted to have striated edges, consistent with a surgical end cut to remove the device. The end of the band tubing, separate approximately 15.6 inches past the collar, was noted to have striated edges, consistent with a surgical end cut to remove the device. A partial separation was noted on the buckle strap. The partial separation was noted to have striated edges, consistent with damage from a surgical tool. The opening on the port tubing, approximately 0.8 inches from the port base, was noted to have smooth edges.